Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall, dosing stopped despite restarts and supply changes, and the user transitioned to backup mdi therapy; the system was paired with a dexcom g7 and a replacement ilet was issued. Symptoms included hyperglycemia with a reported peak of 313 mg/dl for about one hour without ketone testing or need for assistance. Outcomes included transient high glucose without hospitalization, medical intervention, or other immediate health effects. Investigation included customer troubleshooting, review of device performance as described, and logistical actions to replace the device and obtain the original for evaluation. Investigation of this device revealed a suspected pump motor stall consistent with an internal pump mechanism issue that interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an alleged device malfunction related to the pump motor function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation, this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.